Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced rotation. Due to lens rotation the lens was repositioned. This did not resolve the issue. The lens was exchanged for a different model and same length lens. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced rotation. Due to lens rotation the lens was repositioned. This did not resolve the issue. The lens was exchanged for a different model and same length lens. The problem was reported as resolved however additional information provided stated, "it was finally decided to replace the crystal without astigmatism, and the residual astigmatism degree was corrected by other methods". Cause of the event was reported as unknown. H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the lens. Visual insection found the lens haptic torn and broken with foreign material on the lens surface, specifically, fibers. Additional comments provided "updated picture 2 after rehydration. Unable to perform dimensional inspection due to length damage." Claim #(B)(4).